Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when they tried to adjust frequency on monday their remote did not work to do it. Worked with pt to synch and pt reported the: synch now screen. Patient services worked with pt to check the battery compartment and pt reported it looked fine, pt changed the batteries using brand new (B)(6) batteries. Pt tried the synch button and the stim on button but got same result. The issue was not resolved through troubleshooting. An email was sent to the repair department and the programmer was replaced.  Pt said they need to adjust the frequency because their symptoms came back they are unable to empty their bladder. Pt is seeing urologist, but does not know if they work with the device.